Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with system failure 46011/0004. There were no reported adverse events.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to have damaged lens. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was powered on and the reported customer complaint was confirmed. Fluid ingression was noted, however the problem source has been determined to be unknown.

Event description:
Information was received stating no patient involvment, incident occurred during testing.